Manufacturer narrative:
Additional information has been requested and is currently not available. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that during a surgery on (B)(6) 2018, the box chisel chipped during routine use. Noting fell into the patient.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h4. Correction: b4, d4 (lot), d10, g4, g7, h3, h6, h10. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering the following event is identified: broken instrument's tip one additional investigated event within 6 months for item number 72.13.02-10 has been found. No additional similar investigated event for the lot number 12.733634 has been found. Further investigation has been performed (issue evaluation). Review of event description: it was reported that the tip of the box chisel was chipped. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the instrument has been returned for an investigation. The tip of the instrument broke off and is missing. Otherwise, normal signs of usage are visible. Root cause analysis: root cause determination using rmw: - instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance => possible, as the instrument has been manufactured before the implemention of a design change, which was part of a previous corrective and preventive action (CAPA (B)(4)- instrument, breaks, deforms, diverge, or parts remain in wound due to mechanical properties of material insufficient. => not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic). => not possible -> visual examination did not show any corrosion. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. Conclusion summary: the boxed chisel has been r:returned for an investigation. It has been manufactured prior to implementing a corrective and preventive action. In this CAPA, it was found that a design change is desirable (design control): an inclination/ cutting angle of the blade of only 15° on one of the 4 blades of the boxed chisel was determined to be a root cause since it was smaller as compared to all other zimmer winterthur chisels, making the blade less robust against high forces occurring. Therefore a design change has been implemented. Based on the available information, further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. Within issue evaluation, the systematic assessment showed no systematic for the issue. The devices with old design on the market were found to be according specifications. However, a design change had been performed to improve the performance of the device. The reported complaint concerns a device which was manufactured before the design change took place. The current complaint rate calculated within the initiated issue evaluation for this complaint is lower compared to the complaint rate that was assessed in the CAPA that implemented the design change. Therefore, the complaint rate is within expectation. Furthermore, no harm to patient was reported for similar complaints that have been received after the closure of the implementation of the design change. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).